Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of four on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the technical service representative (tsr) discovered that there was an open clamp on an unused line. The patient had already disconnected from the setup. The tsr reviewed proper procedures with the patient. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, an open clamp on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.